Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 447 mg/dl at the time of incident. Customer¿s other blood glucose level was over 400 mg/dl and 200 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that the bent needle with reservoir and he did not draw insulin for reservoir. Customer also stated that the cannula was bent. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.